Event description:
It was reported that the device had a degraded downstream occlusion seal. The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a lifted downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, cracked battery compartment and scratched rear label. There was no applicable evidence to review in the event history log. Functional testing was performed; the reported problem was confirmed by inspection. The root cause was determined to be the dso seal was lifted. The dso seal was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.